Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was in the hospital after experiencing a stroke. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. It was noted that the patient was using their device with effective pain relief prior to the incident and there have been no reports of further complications regarding this event.